Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the motor speed was unstable, the motor had signs of corrosion, and 2 screws were worn. The motor and screws were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that this device was returned for annual/preventative maintenance and there was therefore no event nor patient involvement. Evaluation of the device, however, found that the motor speed was unstable. No adverse events were reported as a result of this malfunction.